Event description:
It was reported that during implant of the right atrial lead, the patients blood pressure dropped suddenly. Ultrasound confirmed a pericardial perforation. A pericardiocentesis was performed successfully. The patient was observed in intensive care overnight and was in good medical condition. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Pericardiocentesis was successfully performed.